Event description:
It was reported that during a thoracoscopic pulmonary lobectomy procedure, the jaw of the device could not open after the first firing with the blue reload. The knife did not return to the home position and the manual knife reverse switch didn¿t work. The operation was converted to open and completed at last. The patient is now in stable condition.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested and received: how long was the surgery (time to complete)? Was the force to fire higher or lower than expected? Were clips used in the surgical procedure? What is the surgeon¿s experience with the device? What troubleshooting steps were used to open the device? How many times did they pull the trigger plastic to plastic? Was the red switch pressed? How was the device eventually removed from the tissue? Where was the knife position on device? How was the case completed? What is the current patient status?

Manufacturer narrative:
(B)(4). Additional information requested and received: how long was the surgery (time to complete)? -unk. Was the force to fire higher or lower than expected? - higher. Were clips used in the surgical procedure? -unk. What is the surgeons experience with the device? - experienced. What troubleshooting steps were used to open the device? -used manual knife reverse switch but failed. How many times did they pull the trigger plastic to plastic? Was the red switch pressed? - 4 times. Yes. How was the device eventually removed from the tissue? - the operation was converted to open and used new device to complete the procedure. Where was the knife position on device? -not returned to the home position. How was the case completed? - the operation was converted to open and used new device to complete the procedure. What is the current patient status? - the patient is in stable condition. The analysis found that one ec60a device was returned in good visual condition and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The manual switch worked as intended during functional testing.